Event description:
It was reported that air bubbles were observed within the cartridge. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus.